Event description:
It was reported that a balloon deflated slowly during a percutaneous transluminal angioplasty of the right superficial femoral artery procedure. The sterling over-the-wire balloon did not fully expand in the middle portion under 6 atmospheres of pressure. When the physician deflated the balloon, the distal segment took a very long time to deflate. The balloon was fully deflated when it was removed from the patient. The physician exchanged it with a different balloon and completed the procedure. There were no patient complications and the patient¿s condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).